Manufacturer narrative:
Changes made from the initial report: updated the UDI number in section d4. Per investigation by the manufacturing site: the cause of the error can be traced back to the user. A bulge can be seen in the white teflon block, this was caused by thermal development inside. The thermal development can be caused, for example, by a short circuit, flashover, etc. Possible causes include residual moisture inside the instrument. Moisture also explains the corrosion on the surface of the instrument. This event is filed under internal complaint ID: (B)(4). A 277kb unipolar high frequency cord was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). A 277kb unipolar high frequency cord was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID (B)(4).

Event description:
It was reported that during a transurethral resection of bladder tumor procedure on (B)(6) 2024, something caused a spark when using the monopolar cable and working element. There was no patient nor user harm reported, and they were able to complete the procedure using a back-up device, this caused a delay of about 15 minutes.